Event description:
Same case as MDR ID#2134265-2013-00802. It was reported that during a percutaneous transluminal angioplasty treatment procedure premature deployment occurred. As a 8x61x120mm epic vascular stent delivery system was entering a 6f non bsc sheath, the stent prematurely deployed. The stent was resheathed and removed. A 9x18x135mm wallstent- rp stent delivery system was inserted into the 6f non bsc sheath, difficulty was encountered and the stent "wrinkled". The wallstent was removed and the procedure was completed with another wallstent rp stent delivery system. No patient complications were reported and the patient's status is listed as fine.

Event description:
Same case as MDR ID#2134265-2013-00802. It was reported that during a percutaneous transluminal angioplasty treatment procedure premature deployment occurred. As a 8x61x120mm epic vascular stent delivery system was entering a 6f non bsc sheath, the stent prematurely deployed. The stent was resheathed and removed. A 9x18x135mm wallstent rp stent delivery system was inserted into the 6f non bsc sheath, difficulty was encountered and the stent "wrinkled". The wallstent was removed and the procedure was completed with anther wallstent rp stent delivery system. No patient complications were reported and the patient's status is listed as fine.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device revealed the safety lock that is placed on the handle was in the as-manufactured position; however, it cannot be determined if the safety lock was removed then replaced after unknown handling/use of the device. The stent was protruding 10mm from the distal tip of the delivery system. The shaft was kinked 8cm from the tip. The partially deployed stent is consistent with the reported information. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).